Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported that the device did not move from yellow to the red desaturation (desat spo2) alarm when the desat alarm did not trigger when below the set threshold of 88 per the alarm settings set at the pic ix/bedside monitor label 1028ucm at 9:11am. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
The alarm log for the involved beds (1028ucm, 1032ucm, and 1035ucm) was reviewed by a philips product support engineer (pse). For bed 1032ucm, desaturation (desat) alarms were found around 11:03am on 02aug2024, and were seen to have been acknowledged by the user. Based on information provided by philips national service support (nss), the pse determined that there was no desat on bed 1035ucm around 6:49am on 02aug2024, due to alarm configuration settings; spo2 alarms were seen. Based on information provided by philips national service support (nss), the pse determined that there was no desat on bed 1028ucm around 9:11 on 02aug2024, due to alarm configuration settings. For the event around 1:00am on 02aug2024 on bed 1028ucm, the pse found that the pic ix was alarming for a ¿spo2 sensor off¿; therefore, there was no desat. Based on the information available and the testing conducted, the cause of the reported problem was configuration and user related. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.